Event description:
During procedure, the coil broke due to pressure applied to the microcatheter. Therefore, the proximal end of the coil protruded from the aneurysm. No retrieval technique was performed by the physician and no patient complications were reported. No other information concerning this event was disclosed.

Manufacturer narrative:
(B) (4). Coil protrusion. Add'l PMA/510k: k031049.